Event description:
The customer reported the system displayed "low ma, press any key". The fse noted that in addition to the low ma error, the system would intermittently lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. The system operates as intended.